Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating that this crt-d and rv lead exhibited another high out-of-range (oor) shock lead impedance (sli). However, the cause of this observation was not determined and the physician intends to maintain current follow-up plan; no additional testing will be performed. The system still remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information via the patient remote monitoring system that this right ventricular (rv) lead and the associated cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) shock lead impedance (sli). Additional information was received that the cause was not determined and the physician will continue to monitor and will observe trend. At this time, the system remains in service. No adverse patient effects were reported.